Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with broken battery tube threads. The insulin pump was received with corroded battery tube. (B)(4).

Event description:
The husband reported via phone call that the customer received a button error alarm. The husband stated the customer was disconnected from the insulin pump when the alarm occurred. It was also found the buttons on the insulin pump were unresponsive. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.